Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 115 mg/dl and 350 mg/dl within 10 mins. All tests were performed on the finger. The results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. The prod has been requested back for further investigation. A final report will be submitted, when the investigation is complete.